Manufacturer narrative:
As reported, the phasix plug was implanted beyond its labeled expiration date. There was no adverse outcome associated with the patient reported. The event is confirmed as a use related error, with no malfunction of the device. There was no reported patient injury, or any medical/surgical intervention due to the issue. Review of the manufacturing records showed the lot was manufactured to specification. To date, this is the only reported complaint for this lot of (B)(4) units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a phasix plug with a labeled expiration date of 28-aug-2025 was implanted in the patient on (B)(6) 2025 which was beyond its labeled expiration date. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue. As reported, it was decided to leave the mesh implanted.